Event description:
Rupture or tear of urinary bladder as result of using a preperitoneal dissection balloon to perform a laparoscopic inguinal herniorrhaphy. Required surgical repair of bladder injury and hospitalization for control of leakage.